Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ mini pen needle clogged during injection. The following information was provided by the initial reporter: found 1 pen needle during injection to clog during injection with baslagar kwik pen.

Event description:
It was reported that the bd ultra-fine¿ mini pen needle clogged during injection. The following information was provided by the initial reporter: found 1 pen needle during injection to clog during injection with baslagar kwik pen.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 31gx5mm bd pen needle without a tear drop label attached. The customer reported a clog during injection. The returned sample was examined, then tested for flow using a test pen injector, and it was observed that the pen needle was not able to expel properly. A wire test was performed on the sample. As the wire passed through the cannula a hard material could be felt blocking the fluid path - this material was dislodged as the wire continued through the length of the cannula, however, no material debris was observed as the wire passed through to the other end of the cannula. A second flow test was performed, and the pen needle was able to expel properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to confirm the customer¿s indicated failure the root cause for this issue (clogged cannula) could not be determined because the material causing the clog could not be recovered or identified. H3 other text : see h10